Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the corrosion on the air water cylinder, suction cylinder, and c-cover were traced to a component failure. Regarding the foreign objects in the forceps channel port and dirt on the light guide cover glass, the most probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in the forceps channel port, corrosion on the air water cylinder and suction cylinder, dirt on the light guide cover glass, and corrosion on the c-cover. There was no patient involvement.